Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three days post-implant this right ventricular (rv) lead exhibited loss of capture (loc) resulting from markedly increased pacing threshold measurements. A chest x-ray and CT scan were performed confirming a ventricular perforation. A revision procedure was performed wherein the perforation was repaired and the rv lead removed and replaced with an epicardial lead. It was suggested that the perforation began to occur subsequent to a revision procedure 2 days prior to replace a dislodged right atrial (ra) lead due to forces applied to the rv during the procedure. No additional adverse patient effects were reported.